Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00548. It was reported that the occipital lead eroded through the skin. As a result, surgical intervention took place wherein the occipital lead and one anchor connected to it were explanted. This addressed the issue.